Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission showed possible intermittent atrial undersensing that did not appear to affect the function of the implantable cardioverter defibrillator (ICD). The lead remains in use. No patient complications have been reported as a result of this event.